Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. It was reported post procedure, the peg tube became dislodged. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The health care facility name is USA health university hospital health care facility address: (B)(6) hospital. Phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: block d4 unique identifier (UDI) # block b3 (date of event): date of event was approximated to (B)(6), 2022 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e: the health care facility name is (B)(6) the physician's name is unknown. Block h6 (device codes): device code a051201 captures the reportable event of peg tube dislodged. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. It was reported post procedure, the peg tube became dislodged. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.